Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and e70 error alarms at the alarm history file due to motor encoder signal out of phase. The insulin pump had cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 317 mg/dl. The customer was treated for high blood glucose with a bolus. The customer reported the drive support cap is flush. The customer stated that the device was not exposed to high magnetic field. The customer report a motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.